Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the patient became hypotensive and was started on a dopamine drip. Three days postprocedure, the drip was discontinued, the hypotension was resolved and the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Hypotension is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities associated with this lot number.